Manufacturer narrative:
(B)(4). There was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported via trial that approximately 18 months post xience v stent implantation in the proximal right coronary artery, the patient died. Cause of death is unknown. Although requested, there was no additional information provided.